Event description:
End user called to complain of high results when checking the calibration of the device. This was confirmed by phone troubleshooting. The device was replaced and the defective one returned for investigation.